Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The distal connector of the lead was extrinsically bent. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, causing rapid battery drain on the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.